Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set fell off during use event on 31-may-2024. The infusion set had been used for 4-5 hours. The blood glucose level was 317 mg/dl at the time of event. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.